Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected, seroma-late, possible rupture.

Event description:
Patient reported left side "having textured implant that was recalled", "swelling", "pain", "hard lumps", "excess fluid build up" , "in the process of getting tests done to check for possible rupture" and "could have the rare bio cell alcl lymphoma cancer". Diagnostic tests are in progress, histopathological markers are not reported, and alcl cannot be confirmed. Therefore, captured the event as lymphoma-alcl-suspected. Device remains implanted.